Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis.

Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2006 the patient underwent treatment with the peripheral cutting balloon device for one lesion. An eccentric denovo lesion was identified in an artery distal below the knee. The target vessel was non-tortuous and highly calcified. The reference diameter was 3.0mm. The target lesion length was 15mm and was 85% stenosed. The peripheral cutting balloon was used to dilate the lesion. Post-procedure the stenosis was 0%. The target vessel was found to be patent at follow ups performed (B) (6) of 2006 and (B) (6) of 2007. There were no adverse events since the procedure and there was no intervention since the procedure on any vessel. There was cicatrization noted for both visits. No additional follow up information was provided. The patient had a follow up assessment in (B) (6) of 2007. The target lesion is reported as non-patent. The patient had an adverse event that was described as stade IV peripheral vascular disease. No intervention was performed.